Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator is giving intermittent invalid gas ID alarm while on patient. The patient was moved to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.